Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing post-implant pain. The patient was experiencing headaches and decided to have the system explanted. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-feb-15 from the health care provider (hcp) via a manufacturer representative reporting that the implant date was (B)(6) 2018 and the explant date was (B)(6) 2018. These dates differed from manufacturing records that showed the implant date as (B)(6) 2018. The cause of the headaches and post-implant pain were unknown. The device was not going to be returned to the manufacturer. No further complications were reported.